Manufacturer narrative:
The unit was sent to tssi where deep disinfection was carried out. Despite several follow up attempts, no information about cleaning and storage procedures carried out at customer's facility was provided. A device service history review was performed and revealed that the unit was installed in 2021 and no similar events were reported since. The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by ntm (pre-clean). According to follow up activity, the result was negative post cleaning. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.